Event description:
It was reported that cancelled procedure occurred. The target lesion was located in the severe stenosis of right subclavian artery. A 8.0x30x135cm express ld was selected for use. During the procedure, after balloon expansion, the stent was not visible. Upon balloon withdrawal. Both the stent and delivery system were pulled back to the y-valve. Due to the risk of re-dislodgement and post-dilation imaging findings, the procedure was terminated. There were no patient complications as a result of this event. It was further reported that 70% stenosed target lesion was located in the moderately tortuous and moderately calcified artery. The patient was sedated with local anesthesia. The physician decided to terminate the stent implantation procedure, and the procedure was completed with a 8mm balloon.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). E1: initial reporter phone: (B)(6).

Manufacturer narrative:
E.1.: initial reporter facility name and phone: (B)(6).

Event description:
It was reported that cancelled procedure occurred. The target lesion was located in the severe stenosis of right subclavian artery. A 8.0x30x135cm express ld was selected for use. During the procedure, after balloon expansion, the stent was not visible. Upon balloon withdrawal. Both the stent and delivery system were pulled back to the y-valve. Due to the risk of re-dislodgement and post-dilation imaging findings, the procedure was terminated. There were no patient complications as a result of this event.

Event description:
It was reported that cancelled procedure occurred. The target lesion was located in the severe stenosis of right subclavian artery. A 8.0x30x135cm express ld was selected for use. During the procedure, after balloon expansion, the stent was not visible. Upon balloon withdrawal. Both the stent and delivery system were pulled back to the y-valve. Due to the risk of re-dislodgement and post-dilation imaging findings, the procedure was terminated. There were no patient complications as a result of this event. It was further reported that 70% stenosed target lesion was located in the moderately tortuous and moderately calcified artery. The patient was sedated with local anesthesia. The physician decided to terminate the stent implantation procedure, and the procedure was completed with a 8mm balloon.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). E1: initial reporter phone: (B)(6). Device evaluated by MFR: the express ld was returned for analysis. A visual and tactile examination identified that the balloon was tightly folded and had not been subject to positive pressure. The balloon was inflated to its rated burst pressure of 12 atmospheres with no leaks or issues noted. An examination of the crimped stent identified that the proximal end of the stent strut was damaged/lifted. The stent was deployed without any issues. A visual and tactile examination identified shaft kink approximately 40mm proximal from the distal tip. A visual and tactile examination identified no issues with tip of this device.